Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported screen problems. Analysis was not able to confirm the reported interrogation issue; programmer was able to interrogate a device. Analysis found the stylus and arrow on the screen do not align; o verlay/bezel assembly found out of electrical specification. Power cord bay cover latch tab is broken and the power supply has a noticeably loud hum. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer has screen problems (lines across screen, fluttering, etc). Unable to interrogate devices properly. The programmer was returned for repair. No patient complications were reported as a result of this event.